Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call software error detected alarm on the insulin pump. Customer¿s blood glucose level was 11 mmol/l. Troubleshooting for the software error detected alarm was performed. Customer received the alarm more than once in the last few days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed self-test and displacement test. Formatted history file confirmed pump error due to software error. Unit was received with minor scratched display window, case and keypad overlay.